Event description:
Information received from the field notes that during a routine follow-up, bipolar atrial lead impedance was 2412 ohms. Unipolar lead impedance was 2276 ohms. Atrial capture could not be assessed due to an underlying rhythm of atrial fibrillation. The device was left in the bipolar configuration and will be monitored.